Manufacturer narrative:
Physio-control evaluated the device at the failure analysis center and observed that the device would not power on and as a result, no audio prompts could be heard. It was determined that the cause of the failure was due to a detached actuator from the latch assembly inside the charge-pak well.

Event description:
It was reported that there were no audio prompts when the device was powered on. A lack of audio prompts could inhibit the user from using the device in a critical situation. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer has been provided with a replacement device.physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.